Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call issues with the insulin pump meter. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer stated that she had issue with the meter and was transferred to acsencia for assistance. Customer also mentioned a blood glucose reading of 20 mg/dl to 600 mg/dl and troubleshooting was performed. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's call was clarified to indicate that the 20 mg/dl to 600 mg/dl readings were from the threshold settings.